Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals" the user's report of no image is confirmed. There was no image due to faulty cable unit. The rear cover label is fading/illegible. UDI label reads: (B)(4). This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a 4k autoclavable camera head for use, upon plugging in the device, the camera head does not come off of color bar mode, it appears to be not registering. There was no patient impact related to this occurrence.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Conclusion: the definitive cause of the user's experience could not be determined. Based on the available information the following are the presumed possible cause: due to the partial disconnection of the cable, the communication between the processor and the camera head becomes temporarily impossible. The partial disconnection of the cable is considered to be caused by the user's handling.